Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The stirrer motor was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause is more likely related to damaged bearing due to environmental condition in which the motor worked. Indeed, water infiltration or high level of humidity may led to corrosion preventing the motor from rotating.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t stirrer motor was intermittently running during service activity. There was no patient involvement.